Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient came through the ER post procedure with a small pseudoaneurysm after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd). There was no other patient event or treatment reported. The physician is a trained user and is a kol. Access site was the femoral vein, 9f, for a venous stenting procedure. The treatment provided for the pseudoaneurysm was hospitalization and observation for three days. There were no multiple sheath exchanges. The 9f sheath used was manufactured by a non-cordis manufacturer. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a patient came through the emergency room (ER) post procedure with a small pseudoaneurysm after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd). There was no other patient event or treatment reported. The physician is a trained user and is a kol (key opinion leader). Access site was the femoral vein, 9f, for a venous stenting procedure. The treatment provided for the pseudoaneurysm was hospitalization and observation for three days. There were no multiple sheath exchanges. The 9f sheath used was manufactured by a non-cordis manufacturer. The device was not available to be returned for evaluation. A product history record (phr) review of lot f2523403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A pseudoaneurysm/bleeding event is a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the vessel due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the vessel into the hematoma cavity. This pouch or sac coming off the vessel looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the vascular wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low body mass index (bmi), comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pvd (peripheral vascular disease) that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the vessel, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The reported event could not be observed as images of the puncture site were not received for analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to pseudoaneurysm experienced. However, patient/procedural and/or pharmacological factors are possible. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the phr review and the available information, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no. Corrective/preventative actions will be taken at this time.